Event description:
A caller reported experiencing a tandem mobi cartridge alarm, which resulted in a visit to the emergency room followed by hospitalization for one day. The customer's blood glucose level exceeded 500 mg/dl, with the specific value unknown but displayed as "high." Treatment with IV fluids of saline and insulin resolved the issue, and the customer did not suffer any permanent damage. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance.